Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Surgeon representative is reporting an aranax patient with a screw back out where surgeon did revise the patient and found broken locking arms. Possible patient noncompliance, younger patient who shot rifle too soon after surgery.